Event description:
During a shoulder arthroscopy using a bioraptor crv 2.3 pk sa ub cobrd blue, it was reported that after the anchor was inserted, it pulled out of the bone. This occurred with three devices. Repair was completed using a fourth bioraptor in a different location, leaving the initial site empty. There no reports of patient injuries or complications.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. A review of the device history records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. (B)(4).